Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for deployment. However, during initial inflation at 4 atmospheres for 1-2 seconds, the stent balloon ruptured. The device was removed successfully, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: a partial synergy xd mr us 4.00 x 48mm was returned for analysis. A visual and tactile inspection identified a break in the hypotube shaft 67cm distal to the distal end of the strain relief, however the distal section of the break did not return for analysis. A microscopic examination of the hypotube shaft found no additional issues or damage. A microscopic examination of the manifold identified no issues. A leakage testing was not possible as the distal section of the device did not return for analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established, based on the information within the event and also considering the device analysis. This conclusion code is based on the available information and the review/testing conducted at boston scientific site. It was reported that during the initial inflation at 4 atmospheres for 1-2 seconds, the stent balloon ruptured. The device returned for analysis incomplete. The partial device returned with an unreported break in the hypotube shaft with only the proximal section returning for analysis. Without the stent balloon section of the device the reported rupture cannot be confirmed. It is most likely that the device break occurred post procedure when it was being repackaged for product return and the distal section was misplaced at this stage.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately to severely calcified right coronary artery. A 4.00 x 48 mm synergy xd drug-eluting stent was advanced for deployment. However, during initial inflation at 4 atmospheres for 1-2 seconds, the stent balloon ruptured. The device was removed successfully, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.